Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure there was no phacoemulsification from the handpiece and it became warm. The handpiece had passed the first prime/tune test and was re-primed and passed. The surgeon decided not to use the handpiece due to the increased temperature of the handle. The case was completed using an alternate handpiece with no harm to the patient. Additional information was requested and received.